Manufacturer narrative:
One 10f fast-cath trio introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, a blood leak was noted from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.